Event description:
Healthcare professional reported right side "rupture" and "patients concerns with the product". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and concerns with the product.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, yellow particles on the surface of the shell and opening on posterior. A visual and microscopic analysis was performed which identified: crease sharp opening on posterior and stress marks. Base on the device analysis the final assessment is: opening crease sharp on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported right side "rupture" and "patients concerns with the product". The device has been explanted.

Event description:
The device has been explanted.